Manufacturer narrative:
. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that after endovascular thrombectomy (evt) to the right superficial femoral artery (sfa) was completed, the angio-seal device was used for hemostasis, which was successfully achieved. The patient was then returned to their room. After the patient was released from bed rest, the patient went to the bathroom during night, the suture separated, and bleeding occurred. At that time, both the collagen and anchor came out from the patient's body. The physician and a surgeon of the vascular surgery department attempted to use a perclose closure system (abbott) for hemostasis; however, gave up doing so as wiring could not be done well. As manual compression was also difficult, the patient was transferred to the (B)(6) hospital. There is no direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The physician commented that this event was not caused by the product, but by the patient's blood disorder, which is difficulty in blood coagulation. When bleeding occurred from the puncture site in the bathroom, there was also bleeding from the buttocks. Considering the circumstances, the amount of bleeding was considered to be large, and the patient was transferred to another hospital. It was assumed that there was health damage to the patient. The amount of blood loss or blood transfusion was not reported. The procedure before deploying the device was permanent pacemaker implantation (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 french. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 9 mm. The patient had a history of coagulopathy. No equipment or other devices were used with the angio-seal. Additional information was received on 03jul2024: additional treatment for patient when transferred to second hospital was the puncture site was cut down and sutured. The patient was hospitalized for a few days and no blood transfusion was given. The patient had already been discharged from the hospital. The patient had an outpatient visit on (B)(6) 2024, and no abnormality was noted.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for bleeding postoperatively. The exact root case cannot be determined. The likely cause was determined to have been direct use against the instructions for use (IFU) as the device was used proximal to the inguinal ligament. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).